Manufacturer narrative:
H3: product analysis observed that the device and both electrodes were returned in a large plastic sleeve (non-original packaging). There was a paper tape intact on the tube harness when returned. There was also clip and paper label intact on the inflation tube. However, upon return, the inflation tube was detached from the trivantage tube. Functional testing is not required per document d01358900.the complaint was confirmed, due to an out of specification condition. H6: codes a0401, b01, c070603 and d1102 were updated. The previously updated codes b21, c21 and d16 were no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that before surgery the inflatable cuff tip of a emg tube was found to have fallen off. There was no visible physical damage to the packaging before opening it. The procedure was completed with another emg tube. There was no patient involvement.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis gets completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.